Manufacturer narrative:
Unable to perform displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery and occlusion test due to detached end cap. Drive support cap was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the drive support cap was sticking out. The customer¿s blood glucose level was 210 mg/dl at the time of incident. Customer was assisted with troubleshooting but the issue was not resolved. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.